Event description:
It was reported that the ventilator failed. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Manufacturer narrative:
The investigation was performed based on the available information including the electronic log file. Based on the available information it had already been determined on site that the battery was not provided by dräger and that the battery cables were not connected properly. The reported issue could be reconstructed by means of the information recorded in the log. The fabius detected that the remaining battery capacity dropped during the case and posted corresponding alarms when it fell below 20% and 10% respectively. Subsequently the voltage dropped below the minimum level for maintaining mechanical ventilation with the motor-driven piston ventilator. In such case mechanical ventilation will no longer be possible and the device will generate a visible and audible alarm. Manual ventilation will remain possible even when the device is without any power supply. The number of similar cases was rated acceptable. Replacement of the cables and the batteries is recommended.

Event description:
It was reported that the ventilator failed. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.